Manufacturer narrative:
Upon review of calibration data, failed calibrations were observed, with signals lower than expected. Quality controls were within range on the date of the event before the sample measurement. The customer did not follow tube manufacturer recommendations for centrifugation speed. The field service engineer ran performance testing and this was within specifications. Precision studies were ok. Preventive maintenance was performed on the analyzer and the measuring cell was exchanged. No further issues were observed. Upon review of the alarm trace, several sample related alarms occurred. This could indicate a possible sample quality problem. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer did not follow sample tube centrifugation speed recommendations from the tube manufacturer. Clots were observed in a few samples collected on (B)(6) 2021. The sample probe was not in the center of the sample tube when the sample was aspirated. The customer was using eppendorf cups on a cobas cup when processing the sample. Medwatch UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a vitamin d value of 45.46 ng/ml. The sample was repeated twice, resulting in values of 19.87 ng/ml and 18.65 ng/ml. The vitamin d reagent lot number was 503178. The reagent expiration date was requested, but not provided.